Event description:
Livanova deutschland received a report that s5 hlmarterial clamp was not working properly duringprocedure.there was no partient impact.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.h11:livanova deutschland manufactures the 3t heater cooler system. The event occured in the united kingdom.through follow-up communication it was learned that a livanova field service engineer was dispatched to customer facility, inspected the device and could not confirm the reported event. As precautionary measure, the level sensor was replaced. Device functional verification test was performed and passed successfully.a device service history review has been performed and identified that no previous similar events has been reported since unit installation. Post-market surveillance activities conducted over the last 12 months did not identify any adverse trend, suggesting that the observed behavior is not indicative of a recurring or systemic product issue.the root cause of the reported event could not be conclusively determined because the reported condition was not reproducible during service evaluation. However, considering the nature of the reported behavior and the successful restoration of normal operation following preventive replacement of the level sensor, the event is most likely attributable to a transient degradation or intermittent performance of the level sensing subsystem.the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.